Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that an internal device fracture occurred. A 6x30 embold soft was selected for an embolization in a splenic aneurysm. The anatomy was described as a mildly calcified and long tortuous distal outflow vessel past the proximal splenic sac. The 155cm straight truselect catheter tracked well; however, kinking occurred due to how many bends it had to take to reach the target lesion. Resistance was felt while advancing the last 5-10cm of the embold soft. Due to the catheter kinking along with a lot of coil manipulation, the embold soft stretched, "popped" and broke right past the coupler. The pusher wire was removed and the coil stayed in place, so the stretched coil filament was sent out into the target location with a coil pusher, saline, and an .018 wire. There were no patient complications due to this event, and the patient fully recovered.